Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 13:44:59. During night drain cycle 19, the patient's ultrafiltration reading was 1671ml, indicating the home patient drained 1671ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.